Event description:
It was reported that in the data review requested by the health care professional (hcp), technical services (ts) noted this pacemaker recorded a signal artifact monitor (sam) episode post procedure due to noise. This pacemaker remains in service. No adverse patient effects were reported.